Event description:
Customer reported that the device user (nurse) received an electric shock but there was no adverse event. The customer also reported that the cord was damaged but there were no exposed wires. Testing and investigation confirmed the damaged ac power cord. The power cord was replaced.